Manufacturer narrative:
The device has not been returned. The device malfunction has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a radial jaw hot biopsy forceps was used during a colonoscopy procedure in 2008. According to the complainant, during polyp removal the biopsy forceps burned the pt on the opposite mucosal. The burn was superficial and no treatment was required. Procedure completed with the same radial jaw hot biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition of the conclusion of the procedure was reported to be "fine."